Event description:
It was reported that during a remote follow up, low defibrillation impedance, inadequate capture, r-wave amplitude variation, and noise resulting in oversensing were noted on the right ventricle (rv) lead. The physician suspected rv lead damage, however, diagnostic imaging was not performed. Abbott technical support was contacted; however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.